Event description:
It was reported that smartstitch perfectpasser connector tip fell off and broke after a number of uses during surgery. There was no significant delay and a backup device was available. No patient injury was reported.

Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed.